Event description:
The customer contacted baxter's service center regarding a patient that had air in them, which occurred on the homechoice (hc) during initial drain. The hp stated that they connected the patient line extension after the prime and then the patient line was filled with air in the initial drain. The technical service representative (tsr) assisted the home patient (hp) with ending therapy to restart the setup with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was confirmed due to the use error described by the home patient. Air was introduced into the disposable set due to the connection of the patient line extension after the priming stage had occurred. The cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.